Event description:
It has been reported that the system got stuck during the procedure due to which fluoroscopy topped and geometry hanged. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system got stuck during the procedure due to which fluoroscopy stopped. Fse noticed that there was a warning message "storage space is low, please delete patient data". The problem got resolved after creating a database. The system was returned to use in good working order. The codes were updated based on the investigation outcome.